Manufacturer narrative:
The following field has been updated due to corrected information: g5: is combination product? No. H.6. Investigation: our quality engineer inspected the photo showing a semi activated device submitted for evaluation. The reported issue was not confirmed upon inspection of the photo. For this defect to be confirmed the sample is needed. Bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported bd saf-t-intima¿ safety system with y adapter 22 ga 0.75 in had damage and leaked. The following information was provided by the initial reporter, translated from chinese: "when the nurse carried out intravenous indwelling on the patient, she found that the catheter tube had holes."

Manufacturer narrative:
Initial reporter zip: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd saf-t-intima¿ safety system with y adapter 22 ga 0.75 in had damage and leaked. The following information was provided by the initial reporter, translated from (B)(6): "when the nurse carried out intravenous indwelling on the patient, she found that the catheter tube had holes."